Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. The most recent information was received on 08-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('hypermenorrhea') in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: the patient requested the extraction of essure due to pelvic pain and hypermenorrhea with normal physical examination, ultrasound, and endometrial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: normal. Investigation - on an unknown date: physical examination: normal. Ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('hypermenorrhea') in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia and pelvic pain with essure. The reporter commented: the patient requested the extraction of essure due to pelvic pain and hypermenorrhea with normal physical examination, ultrasound, and endometrial biopsy. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: normal. Investigation - on an unknown date: physical examination: normal. Ultrasound scan - on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.